Event description:
(B)(4). Initial information received from a consumer on 16-may-2008: a male consumer received therapy with poly-l-lactic acid (sculptra) (lot # and expiration date unknown), treatment dates not specified. Consumer reported that he has had seven treatments with poly-l-lactic acid and has always stringently followed the aftercare procedure recommended by his physician, specifically massaging five times a day, for five minutes at a time, for five days following treatment. The consumer reported that his physician also instructed him to massage as firmly as was possible without injury. Consumer indicated that he had adhered to the regimen and also exceeded it: the consumer stated that he has been massaging vigorously for 10 minutes at a time, five times a day, for six days or so. He indicated that for the most part, it has been successful and he is happy with the results of the treatments, but he still has at least four bumps, one visible and three that are not really visible. He stated that he can see them but his doctor considers them non-visible, at least at this juncture. No further medical information was provided.

Manufacturer narrative:
Additional information received from the consumer on 20-may-2008: this currently (B)(6) male stated that he has had several poly-l-lactic acid injections, months apart, for correction of asymmetry of cheeks, and cosmetic purposes (B)(6) and does not recall the dates. The poly-l-lactic acid was reconstituted with sterile water. Lidocaine was used as a local anaesthetic. The poly-l-lactic acid was injected "mostly on the right side," may have used up a bottle on the left, does not recall where. He reported that he has four bumps which he first noticed about (B)(6) 2007; one is visible and three are by touch. Consumer provided that one bump was visible high on the cheek, 3 others lower on the cheek, and the largest one at its worst was "one half the size of a baby pea." (Consumer unable to provide measurements.) The consumer indicated that he used massage after each treatment. On (B)(6) 2008, after having bumps for two years, he received therapy with triamcinolone acetonide (kenalog) to all bumps and he reports that now they seem smaller but are still there. He wants to continue use. No biopsy was taken. Medical history includes: hypertension, increased cholesterol, asthma, and (B)(6). No known allergies. Concomitant medication includes; metoprolol succinate (toprol), amlodipine besylate (norvasc), hydrochlorothiazide, simvastatin (zocor), (B)(6), and albuterol. Event is ongoing. Permission to contact healthcare provider was denied. No further medical information was provided. Additional information for poly-l-lactic acid injectable (sculptra) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the us. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.